Manufacturer narrative:
Additional information was received on 11-feb-2025 stating to correct that the device is not available for return. The investigation was completed on 14-feb-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000439 and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and observed air at the side port. Air was mixed in after the vizigo sheath was removed. The timing was after pulmonary vein isolation (pvi). The procedure was completed without replacing the sheath. No patient consequence reported. Additional information was received on 15-jan-2025. The report that ¿air was mixed in after the vizigo was removed,¿ was incorrect. The correct report is that air contamination occurred after the ablation catheter was removed to insert the vascade mvp hemostatic device for femoral vein (japan lifeline). Air was confirmed at the side port of the vizigo sheath. No air entered the patient¿s body. Additional information was received on 20-jan-2025. The sheath was being used on the patient. Blood return was not observed. Additional information was received on 21-jan-2025. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap/hub become detached from the sheath. No needle product was used with the vizigo sheath.